Event description:
It was reported by service report that the fowler cylinder leaks and the upper lifting handle is broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Upper lifting handle.